Event description:
A materials coordinator reported that the infusion trocar cannula and another valved cannula did not appear to have a valve. There was active flow and the valve was leaking fluid back into the eye during surgery. The product was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the MFR's acceptance criteria. Because a sample was not returned, the root cause cannot be determined. (B)(4).